Event description:
In early 2009, an l5-s1 procedure was performed. Approximately 7 weeks later, it was noted one of the set screw was loose. A revision surgery is scheduled.

Manufacturer narrative:
Evaluation results: device was not returned to manufacturer; no evaluation could be performed.